Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusions set leakage at site event on 02-jul-2024. The blood glucose level was over 530 mg/dl. No further information was available.